Event description:
Boston scientific crm received info that this lead had dislodged while the physician was placing the atrial lead and the pt went asystolic. An emergency temporary pacing wire was utilized and the sterile field was broken. The physician elected to remove the leads and wants the pt to stabilize prior to attempting another permanent pacing system. No product performance concerns were voiced by the physician. The pt had a very tortuous anatomy, and there was likely extensive friction between the ra and rv leads while the atrial lead was being placed. To date, no other adverse pt effects were reported.